Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 48 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2014, a driveline site wound culture was positive for unspecified bacteria. The patient was initially started on a 14 day course of antibiotic treatment then progressed to continuous antibiotic treatment on an outpatient basis. The chronic infection progressed to a pump pocket infection over several months and precipitated his activation to status 1a on the transplant list. It was reported that the patient received a heart transplant on (B)(6) 2015 due to a recurrent driveline infection that progressed to a pump pocket infection over several months.

Manufacturer narrative:
Device evaluation: a direct correlation between the returned device and the reported driveline and pump pocket infection could not be conclusively determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Upon disassembly of vad-15186, examination of the proximal-side of the outlet stator revealed a small, white tissue-like deposition situated adjacent to the bearing ball and on one stator blade. The deposition was not adhered to the bearing ball or the stator blade. The deposition lacked laminated layering, suggesting that it did not initially form in this location; however, the origin of the deposition could not be determined. Although the deposition showed no evidence of denaturation, white contact marks were noted on the outlet portion of the rotor and the outlet bearing cup, indicating that the deposition was present while the pump was operating. However, a duration of time for which it was present in the pump could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.